Manufacturer narrative:
The mcs tip cover accessory was discarded by the site and will not be returned to isi for failure analysis investigation. However, the mcs instrument used in conjunction with the tip cover was returned to isi for failure analysis investigation. Failure analysis was unable to confirm the customer reported complaint. Visual inspection was conducted and no melted regions on the instrument were found. Failure analysis investigation found that the instrument's main tube was cracked. It was concluded that the damage to the instrument's main tube was due to mishandling/misuse. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, arcing from the mcs instrument with the tip cover installed was observed to have occurred during the surgical procedure. Although, no patient harm occurred, if the malfunction were to recur it could cause or contribute to an adverse event. Furthermore, at this time it is unknown what caused the arcing event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the surgeon observed the metal portion of the tip on the monopolar curved scissors (mcs) instrument had melted through the end of the hot tip (insulation) that is placed on the instrument. Reportedly, there was an arcing issue with the instrument. The surgical technician removed the affected instrument and a replacement mcs instrument and tip cover accessory were installed to complete the planned surgical procedure. On 9-7-2016, intuitive surgical, inc. Contacted the site's rn who initially reported this complaint. According to the rn, during the surgical procedure, arcing from the mcs instrument with the tip cover installed occurred, causing the tip cover to melt. The rn does not recall the surgical task that was being performed when the arcing event occurred; however, there was no patient harm, adverse outcome or injury to the patient as a result of the arcing event. There has been no report that the patient has returned to the hospital due to any post-operative complications as a result the reported event. According to the initial reporter, the tip cover accessory was discarded. No other information was provided.